Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the failure of the charge-coupled device (ccd) unit was caused by unexpected stress on the camera head due to the user's handling, resulting in the absence of images. The instructions for use have the following statement which can prevent the event: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head." Per the legal manufacturer, the "camera head lock did not work" included in the initial MDR has no potential to cause or contribute to death or serious injury if the malfunction was to recur.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of the ¿ lock does not work¿ was confirmed. The coupler lock function was not working. A test cable was used and there was no image on the display due to a faulty charge-coupled device (ccd). The cause of the reported event cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during reprocessing, the camera head lock did not work. There was no patient involvement.